Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens implantation, insertion was impossible despite a 2.4 millimetre incision. It was also reported that the procedure was completed on the same day with no clinical consequences. Additional information was requested and received.